Event description:
The manufacturer previously received information alleging a ventilators lcd screen was cracked. There was no allegation the device's lcd screen was unable to be viewed. There was no harm or injury reported. The device was returned to a third-party service center for evaluation. The display was found to be broken internally causing the service test to fail. The device's display screen was replaced to address the issue. Additionally, several components were replaced due to yellowing, odor and tobacco contamination. The device was serviced and tested and passed all final testing.